Event description:
The account alleged the bed exit is not reliable. No pt impact.

Manufacturer narrative:
The tech tested the bed exit and there was no issue found. The bed exit functioned as designed.